Event description:
It was reported to philips that the device had a defective board. Clarified by fse (field service engineer) found that the device would not boot up there was no reported patient involvement/adverse patient impact.